Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer was experiencing high blood glucose readings of 27 mg/dl. It was noted that the manual prime was successful and the insulin pump did alarm no delivery. Air bubbles were noted in the tubing and in the reservoir previously. Customer did a complete set change. Insulin pump is returning for analysis.